Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient. The ventilator would not turn back on. The patient's husband placed the patient on a back-up ventilator with no patient harm reported.